Event description:
It was reported that the patient was having sporadic low flows overnight and in the early morning. The patient reported coughing when a low flow happened. The patient was also having non-sustained ventricular tachycardia (nsvt) around the time of the low flows. The patient was not experiencing other symptoms. Mean arterial pressure (map) was in the 60-80s.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had right heart failure that was treated with inhaled nitric oxide.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. It was reported that the etiology of the low flow alarms was unclear; however, some alarms occurred in the setting of hypovolemia, with others likely related to minimal flow intake. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained data from 13sep2022 through 14sep2022. Several low flow faults were captured throughout the file, when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). These faults resulted in multiple low flow hazard alarms on 13sep2022 and 14sep2022. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2022. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had multiple and frequent low flow alarms since (B)(6)2022. The patient was restarted on amiodarone for nsvt (which the patient had a history of pre-implant). The arrhythmia was not thought to be related to the device or device therapy. The arrhythmia resolved. Etiology of the low flow alarms was unclear at first but were likely in the setting of hypovolemia or related to minimal flow intake. Dizziness was noted at the time of the low flow alarms. Once hemodynamics improved the patient was started on losartan. The patient experienced a syncopal event associated with a low flow alarm on (B)(6)2022. This was not orthostatic, and the patient's mean arterial pressure (map) and volume statuses were stable. There were reportedly no arrhythmias. A computed tomography (CT) scan of the head showed no acute findings. A chest CT was performed in the setting of chest pain after the fall. On (B)(6)2022 the patient had a pre-syncopal event with a low flow alarm that was likely in the setting of hypovolemia. The patient presented on (B)(6)2022 without taking his medications with an international normalized ratio (inr) of 1.2 and multiple low flow alarms. The patient refused to go to the hospital as advised. The patient's warfarin dose was adjusted, and they received inotropes. Multiple low flow alarms were again noted on (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. It was reported that the etiology of the low flow alarms was unclear; however, some alarms occurred in the setting of hypovolemia, with others likely related to minimal flow intake. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. Several low flow faults were captured throughout the file, when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). These faults resulted in multiple low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section of the IFU also explains that ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure started on (B)(6) 2022. The patient did not experience right heart failure prior to pump implant. A device related issue did not cause or contribute to right heart failure. The patient also experienced fluid overload. The patient was diuresed and started on sildenafil prior to discharge.

Event description:
It was noted that the non-sustained ventricular tachycardia was a pre-existing condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. It was reported that the etiology of the low flow alarms was unclear; however, some alarms occurred in the setting of hypovolemia, with others likely related to minimal flow intake. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6)2022 through (B)(6)2022. Several low flow faults were captured throughout the file, when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). These faults resulted in multiple low flow hazard alarms on (B)(6)2022 and(B)(6) 2022. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2022. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section of the IFU also explains that ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.